Event description:
The complaint involved a patient who underwent knee revision surgery on (B)(6) 2015. The original surgery was dated (B)(6) 2014. The revision surgery was a result of infection. In the revision, the femoral component, tibial baseplate, insert and retaining bolt were revised. The size 2+ femur was revised to a size 2+ revision femur, the size 4 baseplate was revised to a seize 3 modular baseplate, the insert was revised from a size 2 x 20mm to a ps-c insert size 2 x 14 mm and the retaining bolt was revised from a standard to a ps/ps-c retaining bolt. In addition, a modular stem a patella and several augments and augment bolts were added.

Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing and sterilization documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event.